Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Please update entry description to: it was reported that the patient had magnesium replacement infusion and 2 bags were ordered. The first bag was hung with a normal saline tko secondary, first bag infused properly. At approximately 1830, the clinician noticed that the pump stated there was 47 ml left of the magnesium infusion but the bag was almost completely full. The clinician visually inspected the set up and all roller clamps were open. There was patient involvement but no harm.

Event description:
It was reported that the patient had magnesium replacement infusion and 2 bags were ordered. The first bag was hung with a normal saline tko secondary, first bag infused properly. At approximately 1830, the clinician noticed that the pump stated there was 47 ml left of the magnesium infusion but the bag was almost completely full. The clinician visually inspected the set up and all roller clamps were open. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number #(B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: medical device serial #, device manufacture date. Additional information : unique identifier (UDI) #, device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.